Manufacturer narrative:
H.6. Investigation summary: received one 20ga iag catheter-adapter assembly with no packaging material. DHR review was not performed since the lot number associated to this investigation was unknown. Visual evaluation: the catheter-adapter assembly was clogged with thick media (blood). No evidence of the ¿small silver wire¿ mentioned by the customer was found. Flush: using a lab provided syringe filled with water-food coloring the unit was flushed. The liquid went in through the adapter and out the catheter tubing. No sign of manufacturing related fm was observed. Conclusion: indeterminate: no evidence of manufacturing related fm was found on the returned sample. Root cause cannot be determined with the information available for the investigation.

Event description:
Material no. 382633 batch no. Unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter that there was a small silver wire coming off of the plastic IV catheter. The following information was provided by the initial reporter: rn was attempting to establish IV access in patient's right hand. I was assisting, holding the patient's hand stable. There was a flash in the IV catheter, the nurse attempted to advance the catheter when I noticed a small silver wire coming off of the plastic IV catheter. I pointed out to the nurse and the IV catheter was removed.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed device manufacture date: unknown.

Event description:
Material no. 382633, batch no. Unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter that there was a small silver wire coming off of the plastic IV catheter. The following information was provided by the initial reporter: rn was attempting to establish IV access in patient's right hand. I was assisting, holding the patient's hand stable. There was a flash in the IV catheter, the nurse attempted to advance the catheter when I noticed a small silver wire coming off of the plastic IV catheter. I pointed out to the nurse and the IV catheter was removed.